Event description:
It was reported that this pacemaker was found to be depleting faster than expected. Technical services (ts) was consulted and reviewed options with the health care professional (hcp). Upon review, it was confirmed that power consumption has varied around 100 percent for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.